Event description:
It was reported that the patient visited the physician due to difficulty pumping the device, pain, and discomfort when attempting to inflate the device with an ambicor penile prosthesis (app). The physician does not believe it is necessary to replace the device as the pump was able to pump but it wasn't as responsive as it should be and wants to avoid another procedure, the patient was insistent on replacing the app and implanting an inflatable penile prosthesis. The app remains implanted and active.